Event description:
This unsolicited case from united states was received on 06-jun-2017 from a patient. This case concerns a male patient (age unspecified) who received treatment with synvisc injection and after unknown latency patient experienced allergic reaction and could not walk. No relevant medical history, concomitant medications and past drug were reported. On an unknown date in 2014 (three years ago), the patient received treatment with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported) in unspecified joint. On an unspecified date, unknown latency of receiving the injection patient experienced allergic reaction and could not walk. The physician had to inject cortisone to flush out synvisc. Action taken: unknown. Corrective treatment: cortisone for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both the events additional information was received on 16-jun-2017. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 13-jun-2017: this case concerns a patient who received treatment with synvisc and later experienced allergic reaction and was not able to walk. Since event onset date and therapy dates are unknown significant temporal relationship cannot be established and causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding patient medical history, underlying medical condition, past drugs, concurrent condition and concomitant medication precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 06-jun-2017 from a patient. This case concerns a male patient (age unspecified) who received treatment with synvisc injection and after unknown latency patient experienced allergic reaction and could not walk. No relevant medical history, concomitant medications and past drug were reported. On an unknown date in 2014 (three years ago), the patient received treatment with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported) in unspecified joint. On an unspecified date, unknown latency of receiving the injection patient experienced allergic reaction and could not walk. The physician had to inject cortisone to flush out synvisc. Action taken: unknown . Corrective treatment: cortisone for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events. Pharmacovigilance comment: sanofi company comment dated 13-jun-2017: this case concerns a patient who received treatment with synvisc and later experienced allergic reaction and was not able to walk. Since event onset date and therapy dates are unknown significant temporal relationship cannot be established and causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding patient medical history, past drugs, concurrent condition and concomitant medication precludes complete medical assessment of the case.